Event description:
Pt had indwelling neostar catheter which was no longer required. Dr. Pulled catheter as instructed to remove. Catheter broke-leaving approx. 6" of catheter in pt. Surgical procedure was required to loosen "cuff" from vessel and remove retained catheter.